Event description:
A patient reported blood glucose results of 185 mg/dl with a lifescan meter and 187 mgd/dl with a bayer breeze meter (invalid comparison), performed within 10 minutes of each other. The customer service representative walked the patient through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the test strips malfunctioned and that the event meets the criteria for a medical device reportable. Three different sets of control solution tests were performed with 3 different sets of strips. The first two vials fell outside the specified range and the third vial one test fell outside the specified range and a retest was performed; the result fell within specifications. All three test strips vials had the same lot number. Meter and tests strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.